Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has been explanted and replaced due to premature battery depletion. No adverse patient effects were reported regarding the replacement procedure. This device has been returned to bsc for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.